Event description:
The customer reported that the infusion set became disconnected and cause his blood glucose to go high. Customer wanted to know if he should go to the emergency room. Advised the customer that he should contact a healthcare provider and to closely monitor the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.